Event description:
This report from a consumer, reported as "hyperglycaemia", concerns a female patient treated with levemir (detemir) for diabetes mellitus (type and duration unknown). On the day of the event in 2005 at 19:00 the patient injected 4 iu oc levemir. At the time blood glucose level is as expected. At 22:30 the patient discovered that the flexpen didn't deliver any insulin and that her blood glucose was increased to 447 mg/dl and increased further to 504 mg/dl. The patient was brought to hospital and treated with 2 iu levemir and blood glucose decreased to 328 mg/dl; the patient went home again. Her fasting blood glucose the following morning was 198 mg/dl. Reportedly the patient has not previously experienced similar events. Needle conclusion: a needle, which has been used for injection by the user, was blocked upon receipt of the complaint sample. Most likely this fault occurred during use of the needle.